Manufacturer narrative:
Final analysis found the complete lead was returned in one piece measuring 57.5 cm. The helix was retracted and clogged with blood and tissue. The lead mechanism was found to be functional after the lead was cleaned. Suture sleeve impression and a cut to the lead insulation were noted at 19.2 cm from the connector pin. The lead also failed hi-potential test between the inner oil and non-functional cables due to damage at this location. Overtorqued inner coil was noted at the connector region of the lead. All damages found were consistent with surgical damage. The inability to extend the helix was confirmed. The cause of the event was isolated to the helix clogged with blood and tissue. No other anomalies were found.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the hospital for a scheduled lead revision procedure on (B)(6) 2019. The lead revision procedure was performed to address the undersensing and failure to sense on the right ventricular lead. The lead was successfully explanted and replaced. The patient was in stable condition.